Event description:
It was reported that 10 days after ventilation of a pt connected to a ventilator, the pt's condition worsened. Ventilation settings were changed e.g. Increase of the respiratory rate. High peep (positive end expiratory pressure) alarms were generated. One day later, the pt was disconnected from the ventilator and connected to hfo (high frequency oscillatory) ventilation for two hours but no improvement was noted. The ventilator was reconnected to the pt. The pt died 7 hours later. The diagnoses were carcinoma and pneumomediastinum. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).